Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4). Biosense webster manufacturer report numbers: 1645337-2017-00113 / 1645337-2017-00114 / 1645337-2017-00115 / 1645337-2017-00116 / 1645337-2017-00117 are related to the same incident.

Event description:
It was reported by a customer that a shipment of mentor memorygel breast implants was received with damaged packaging, bugs inside the shipping box and black underneath the seal. Per the customer, the plastic wrapping the implant boxes was also damaged. The packaging appeared to have pinholes or bites, as well as black dots that could have been bug droppings. These implants did not make any contact with a patient, and the implants were sent back to mentor for replacement. Multiple attempts have been made to obtain more event details, however, no additional information has been made available. Since this event involves device sterility and could have led to an adverse event or serious injury, it is considered serious and MDR reportable.